Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization, antibiotic therapy, and transition to hd. The pdrn attributed causality to a touch contamination event involving poor hand hygiene and a foot infection, which cultures determined was the same organism. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s) deficiency or malfunction. Gram-negative serratia marcescens is commonly found in water and soil. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet users¿ expectations or manufacturers¿ specifications. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1340 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, durations not provided). The patient¿s peritoneal effluent culture result returned positive for serratia marcescens on (B)(6) 2023, and the patient¿s antibiotics were reportedly continued. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) on (B)(6) 2023, and a permanent hemodialysis (hd) catheter (not a fresenius product) was placed at the same time. The patient transitioned to hd on (B)(6) 2023 without reported issue and is recovering from the events. The pdrn stated the patient will not return to pd therapy following discharge, as the nephrologist feels the patient can no longer safely/aseptically perform ccpd therapy at home alone. The pdrn attributed causality to an touch contamination event involving poor hand hygiene, and a foot infection which cultures determined was the same organism . Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported that a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room (ER) on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 1340 u/l) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequency, durations not provided). The patient¿s peritoneal effluent culture result returned positive for serratia marcescens on (B)(6) 2023, and the patient¿s antibiotics were reportedly continued. The nephrologist ordered the removal of the patient¿s pd catheter (not a fresenius product) on (B)(6) 2023, and a permanent hemodialysis (hd) catheter (not a fresenius product) was placed at the same time. The patient transitioned to hd on (B)(6) 2023 without reported issue and is recovering from the events. The pdrn stated the patient will not return to pd therapy following discharge, as the nephrologist feels the patient can no longer safely/aseptically perform ccpd therapy at home alone. The pdrn attributed causality to an touch contamination event involving poor hand hygiene, and a foot infection which cultures determined was the same organism . Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s) deficiency or malfunction.